Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the pt felt stimulation in the abdomen and felt burning sensation on different areas of his back. The pt also felt constipated. Reprogramming the device and lowering the amplitude resolved the abdomen stimulation. No further information is available at this time.